Event description:
It was reported that the device was used during a laparoscopic sleeve gastrectomy. The device worked as intended during the procedure. The patient returned with a post op bleed. A transfusion was performed. The surgeon decided to perform a reoperation to clean out the blood clots and to visually inspect the staple line. The bleeding had already stopped at this time. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Cross -functional team including the following: design engineer, qe, medical, marketing, customer quality spoke with dr. Dr. Has been using echelon for over 4 years with gold reloads. Dr. Didn't believe that .5mm tissue thickness was an issue. He has not had issues with bleeding in the past 3.5 years; routine endoscopy to leak test with a bit of oozing and treated with spot weld - no problems. Case was uneventful, no malformed staples, no overlap, and no indication of any issue. Dr. Utilizes a 36 f bougie and believes it works well for him. He applies the staples, waits and slowly fires, making sure he is not too close to the bougie. There have been no technique changes. No observation in device differences. The team reviewed the appropriate cartridge selection and also had a conversation on tissue measuring devices. In addition, the sleeve consensus paper was reviewed. Dr. Will continue to use the device but change to using the blue cartridge on the apical firings (last firing). In addition, he will be reevaluating his technique by using sutures or thrombin. Dr stated that he "doesn't believe there is an issue with the quality of the device." He "doesn't implicate the device in any of the cases and doesn't believe it to be a quality control issue on ees part."